Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.¿

Event description:
A (B)(6) social media user reported that a 2008t machine's bad bicarb pump instantly fried the associated actuator board driver. There was no reported patient involvement. No further details were provided.